Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the e360 ventilator had a flow sensor error. Patient involvement information was not provided. Covidien/medtronic was not authorized to evaluate/service the device so the reported issue could not be confirmed. A non-covidien /medtronic service provider checked the ventilator and found the reported issue. To address the issue, the service provider replaced the flow sensor. The ventilator was tested and was in working condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.